Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2024 within 3 hours of insertion. The insertion site was abdomen. The blood glucose level was 392 mg/dl at the time of event therefore, the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.